Manufacturer narrative:
Voluntary medwatch report received: mw5157677.

Event description:
Voluntary medwatch received states that the patient exhibited infection. The left ventricular lead remains implanted and in service. There was no patient consequences reported.